Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument associated with this complaint and completed the device evaluation. Upon investigation the instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. This complaint is being reported due to the following conclusion: the customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery spatula did not work precisely. It was identified the instrument had a broken wire. The procedure was completed with no reported injury.